Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 798531. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads had high impedances and the patient was experiencing pain at the battery site. The patient underwent a lead and generator replacement procedure and was doing well postoperatively. The explanted devices were disposed of by the facility.